Manufacturer narrative:
Event is currently under investigation.

Event description:
During removal attempt of a filter that had been implanted in (B)(6) 2010, the hook on the filter straightened out. This forced the physician to use an off label flossing technique. He upsized to a 14 fr sheath to accommodate extra wire and anticipated tilt of the filter. The physician was able to easily get the filter secured with floss technique. While pushing the sheath over the filter and later pulling the filter up into the sheath, the straightened filter hook penetrated the sheath. The physician carefully pulled the two together up to the neck/ij area before encountering any resistance. Pt was sent to surgery for a dissection/cutdown to safely remove sheath/filter. Filter appears to have penetrated sheath approx. 15 cm from the tip of the sheath. In discussing with the physician later that evening he, in hind sight, considered he could have stopped pulling the filter inside the sheath once it was constrained inside the system rather than try to pull it completely out. Pt outcome is unk as not provided by the reporter.